Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display anomaly was noted. The insulin pump was received with battery cap damage due to a stripped coin slot, minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that he has a crack on the threading of the battery compartment and a piece is missing. Customer stated the display is blank; he noticed that there was no power on the insulin pump. Customer received a battery cap replacement. Blood glucose value is 140 mg/dl. Customer does not know how the damage occurred. Nothing further reported.